Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was in disconnected mode due to a server network outage, preventing medication dispensing. A technical support specialist verified all es and cce servers were offline, contacted the customer and information technology (it) helpdesk, coordinated with hospital it to check the server, and confirmed that the network issue at the crescent medical center server location was resolved and services were restored. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device entered disconnected mode. A med-surg and inpatient nurse attempted to retrieve medication for a patient but was unable to do so due to a disconnected mode error displayed at the top of the screen. The system indicated a server connection failure when attempting to pull certain medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.